Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited had no image and error b30 displayed. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions found no image and error b30 displayed. Based on the results of the investigation, the most probable cause of the complaint issue could possibly be traced to component failure, which is expected or random component failure without any design or manufacturing issue. The root cause of the reported malfunction was not identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.